Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received two scs leads from the same lot number. This pt is participating in a clinical study. It was reported the pt has been experiencing ineffective stimulation and refrains from using the scs system. The adverse event report from the clinical site indicated the system was reprogrammed and x-rays were ordered. However, it was reported the pt was considering surgical intervention to address the issue.